Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation, with no initial customer complaint reported. No death, serious harm, or injury was reported, and no medical intervention was required. During the evaluation, the service technician observed visible foam particles within the blower kit, indicating blower foam degradation, and also noted dust contamination. The device displayed error codes e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), e055 (err_therapy_queue_full), and e062 (err_stuck_ramp_key). Following completion of the evaluation, the device was scrapped by the service center.